Manufacturer narrative:
(B)(4). Visual examination of the returned device found a fracture located 40mm from the probe¿s distal tip. The device was sent for fracture analysis which showed evidence of plastic deformation and a rough appearance across the entire surface, indicating that the probe underwent a static overload failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the thoracic pedicle probe distal tip breaking cannot be positively determined. However, the fracture analysis report showed the probe underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a posterior t10-ilium, we had an expedium blue straight pedicle probe ((B)(4) lot#0405v) break in the wound. The surgeon made a small hole in the cortex of the left pedicle of t11 (3rd screw of the operation). She inserted the pedicle probe approximately 45-50mm into the vertebral body when the probe snapped and the tip broke off near the taper. The tip was submerged and stuck roughly 15-20mm inside the pedicle. The surgeon had the use the high speed burr to enlarge the hole in the cortex. Eventually she was able to get a kocher around the broken piece and pull it out forcefully. All parts of the broken pedicle probe were moved to the back table for the remainder of the case. We were able to upsize the screw and place it snugly in the prepared hole. For the following screws, we drilled and tapped each hole the same size according to the screw. The probe may have broken because this patient had particularly hard bone, albeit this pedicle probe seems to malform or break more often than others because of the softer metal composition. No patient harm was noted during the procedure. The broken piece was removed from patient and verified in final x-ray.